Manufacturer narrative:
An evaluation of the actual osv ii valve could not be performed because the device was discarded at the facility. However, lot number was provided; therefore, device history records were reviewed which revealed no anomalies that could explain the reported event. Failure analysis: the surgeon expressed concerns with the osv ii that he knows from a long time and is wondering whether the valve operating characteristics have changed: he feels that the ruby part may remain wedged with the membrane (diaphragm). A review of the manufacturing process since 2016 revealed no material change, no design change, no process change, no components supplier / design change : ruby pin and seat and the silicone elastomer diaphragm are unchanged: valve operating characteristics have not changed. Root cause - without actual device to analyze, complaints are unverifiable and exact root cause could not be determined. Overdrainage is a known, patient-related complication of valve therapy, as stated in the product instructions for use. Hydrocephalus shunt systems obstruction is known to be correlated to overdrainage: overdrainage leads to slit ventricle, blocking the ventricular catheter: then residues (from plexus choroid) can move along the shunt and block the valve mechanism. No further investigation nor corrective action is deemed required.

Event description:
N/a.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that after implantation, the osv ii valve (product ID 909708s) was hyper-drained and blocked making it necessary to replace it. There was increased surgery time, but amount of time is unknown.